Manufacturer narrative:
The reservoir does not stay locked in place due to the reservoir tube lip completely broken off. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their crack on reservoir ring. The customer¿s blood glucose level was unknown. Troubleshooting was not performed customer stated that reservoir was unable to securely lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.